Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found that the connector was chipped and cracked. Device evaluation identified that the top case was chipped and the clutch assembly had failed. The keypad, top case, and clutch assembly were replaced. The circuit boards were inspected, the unit was calibrated, and the case was checked for damage. The alarm, battery, display, force, keypad, patient side occlusion, plunger position, rate accuracy, self test/power, and syringe size sensor tests were all performed and passed. The root cause for the reported plunge problem was that the clutch assembly had aged. This type of event will continue to be monitored.

Manufacturer narrative:
The device has been received. The investigation is not yet complete. A follow-up report will be submitted upon completion of the device evaluation.

Event description:
Reportedly, post repair, the device had a plunger issue. It is unknown if there was patient involvement. There was no report of patient harm. No additional information is available.